Manufacturer narrative:
The field service engineer ran performance testing and there were no issues. He checked the probe nozzle and found a broken wire. He replaced the probe nozzle and ran controls. Controls passed. (B)(6).

Event description:
The initial reporter stated that they received questionable high results for an unspecified number of patient samples tested for multiple assays on the cobas 8000 e 801 module. Results for these samples were found to be much lower upon repeat. The customer provided data for one patient sample with discrepant results for elecsys cortisol ii. No incorrect results were reported outside of the laboratory. Quality controls were within range. The patient sample initially resulted with a cortisol value of 1750 nmol/l. The sample was repeated four times, resulting with values of 3899 nmol/l, 508 nmol/l, 508 nmol/l, and 508 nmol/l. No adverse events were alleged to have occurred with the patient. The cortisol reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
There have been no further issues with the analyzer since the service actions. As there was a discrepant result measured on a different analyzer, the root cause is consistent with sample quality. The investigation did not identify a product problem.